Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the camera was not working and there was error message localizer not connected. It was noted that imaging and navigation was aborted. There was a less than hour surgical delay and no impact on patient outcome.